Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not staying in standby. At this time, it is unknown if there was patient involvement at the time the issue was discovered as the issue occurred; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the device was not staying in standby. Per gfe response, the bme replaced the flow sensor assembly for and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required currently. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per follow-up gfe response, there was no patient involvement at the time the issue was discovered as the issue occurred when a technician was fixing the hospital's entire fleet of ventilators for a recall.